Manufacturer narrative:
It was reported that the screen of the cardiohelp cracked during treatment and was replaced. No harm to any person has been reported. A getinge field service technician (fst) was sent to investigate. Fst confirmed that the ch user interface update kit was replaced to solve the reported failure. The cause of the crack cannot be determined retrospectively by the customer nor by the fst. However according to the risk file of the cardiohelp, the most probable root cause could be determined as rough handling of the device, which leads to a mechanical damage. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. According to the IFU, chapter "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport, the use of the protection cover is required. The device was manufactured on 2022-04-14.the review of the non-conformities has been performed on 2024-12-04 for the period of 2022-04-14 to 2024-11-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "cardiohelp is cracked" could be confirmed, but is not a product related malfunction.the customer will be informed about the results by the getinge sales and service unit.the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.note: when relevant information becomes available, the complaint will be re-opened and further investigation steps will be initiated.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when addtional information become available.

Event description:
It was reported that the screen of the cardiohelp is cracked. The cardiohelp was exchanged during treatment. No harm to any person has been reported. As an exchange of the cardiohelp is a potential risk for the patient, a report is needed. Complaint ID: (B)(4).